Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the recipient reported no benefit from device use. Reprogramming was attempted, however; this did not alleviate the problem. Through imaging performed on (B)(6), 2013 it was determined that the electrode array was not inserted in the cochlea.the device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed july 2, 2013.